Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had low audio output. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. Global receiver functional test was performed and resulted in no failures related to the reported event. The reported event of a low audio output was not confirmed. A root cause could not be determined.